Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for non-malignant pain and failed back syndrome- other. It was reported the patient was in the hospital due to an overdose and was being given narcan. The patient had a personal therapy manager (ptm) and he wanted to know how to stop the pump or adjust the dose with it. It was explained that only the clinician programmer could be used to adjust the pump and that a local company representative (rep) could be contacted to assist with reprogramming the pump. The caller was redirected to the national answering service. It was noted the change in therapy/symptoms was sudden. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.